Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent: backup alarm failed" (diagnostic code 1104). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that during evaluation, the issue could not be duplicated. The se did note that the check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. As a result, the cpu board was replaced as recurrence preventive measures.

Manufacturer narrative:
The suspected central processing unit (cpu) board was returned to philips for evaluation. The technician documented the following conclusion/root cause, "tech verified that the alarm diagnostic code e1104 shows once in the log. Neither the occurrence nor the diagnostic code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pca (printed circuit assembly) or standard test bed operation using the cpu pca. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 397k ohms (units of electrical resistance), verifying that ls1 is not shorted or open. Tech verified that ls1 (secondary speaker) functions with as expected with 10vdc (volts direct current) applied with the bk precision 1696 dc (direct current) regulated power supply. Tech purposely generated an alarm condition by the temp disconnect of the prox tube from the prox port of the standard test bed (stb). The tech verified the alarm for prox was generated as expected. Customer complaint has resulted in a no problem found. "